Event description:
The international customer reported the ventilator was alarming due to an oxygen not available message. The customer reported the device was connected to an oxygen wall source, and continued to cycle. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. If the ventilator discontinues oxygen support it may continue to deliver breaths targeting the 21% oxygen concentration setting. Loss of the oxygen source can be detrimental to a patient. Upon evaluation, the manufacturers service engineer reported the gas delivery system (gds) was leaking. The service engineer will replace the gds to address the reported problem.

Manufacturer narrative:
Gas delivery system.